Manufacturer narrative:
This report is related to 1020279-2018-01720.

Event description:
It was reported that a revision surgery was performed to remove stem and insert due to breakage of the stem. Implant types are unknown.

Event description:
It was reported that a revision surgery was performed to replace a stem and insert due to breakage of the stem.

Manufacturer narrative:
Results of investigation: a revision surgery was reported due to the neck fracture of a sl-plus stem. No part was returned for investigation. The documentation available for the reported stem was reviewed. A review of the production documentation did not detect any deviation from the standard manufacturing processes. No similar complaint was reported for this batch of products. The available medical documents were reviewed. According to the provided implant report, the pe-inlay and ball head were revised and a third-party ceramic ball head of equal size with a +10 mm adapter were implanted. The provided x-ray dated 2 days after implantation shows the previously implanted stem in varus position with no change in position from pre-revision x-rays. The ball head adapter and an increased offset compared to pre-revision is visible. The patient is described as fairly active with gardening, fitness, cycling and hiking. According to the provided revision report, the stem was fractured at the femoral neck. It cannot be excluded that the stem was damaged during the first revision nor that the use of a +10 mm ball head adapter contributed to fracture by increasing the lever arm applied on the stem.without the device available for analysis, no specific root cause for the reported issue can be determined.there is however to the best of our knowledge no indication that the device failed to meet specifications at the time of manufacturing. No further actions have been initiated. If the explants or additional information becomes available in the future this investigation will be reopened.